Event description:
It was reported that during the implant attempt, the stylet would not pass through the lead lumen. It would only pass through a few centimeters. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor exhibited a blood/fluid obstruction and was stretched. The lead was damaged at implant.